Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels. The customer stated that she may have over delivered insulin. The customer reported passing out and when she woke up she had to administer manual injections. The customer's blood glucose level was unknown. The customer was sent replacement infusion sets. The insulin pump was not replaced or returned.